Manufacturer narrative:
(B)(4). The reported field event of a high hv lead impedance alert was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a pacer dependent patient was presented for a lead revision. Pre-op testing revealed hv lead impedance high out range. The device was explanted and replaced. The patient was stable post-procedure.